Event description:
It was initially reported by the physician through clinic notes that the pt had an increase in seizures prior to generator replacement in 2003. It is unk if the increase in seizures were above or below baseline. It is unclear at this time if the increase in seizures was a direct relationship to the generator nearing end of service. Following generator replacement the pt's seizure control improved. Review of the manufacturer's programming history only shows data for the date of explant. A battery life calculation was performed based on the last known settings and revealed 0.86 years until eri=yes at the time of explant. Good faith attempts to gain additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.